Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010 the patient underwent the following procedures: bilateral and complete laminectomy, l4-5, including medial facetectomy bilaterally for decompression of the thecal sac, complete discectomy, l4-5, posterior lumbar interbody arthrodesis, l4-5, using an 8 mm x 20 mm x 0 degree modular peek spacer packed with vitoss ba reconstituted with bone morphogenic protein as well as morselized autograft. The spacer was interfuse from vti, posterior instrumented fusion, l4-5, using the tango screw system from ulrich medical, posterior instrumented fusion, l4-5 using morselized autograft as well as vitoss ba reconstituted with bone marrow aspirate, reduction of spondylolisthesis, harvesting or morselized autograft via the same incision, to treat the following pre-op diagnosis: spinal stenosis, severe, l4-5, spondylolisthesis, grade 1, l4-5, moderate obesity. Per op-notes: we selected an 8mm height x 20 mm depth x 0 degree modular peek space. This was interfuse from vti. This was packed full of a combination of morselized autograft from the laminectomy as well as vitoss ba that had been reconstituted with bone morphogenic protein. The spacers were inserted into the disc space. A posterolateral arthrodesis was then accomplished using a residual morselized autograft as well as the vitoss ba reconstituted with bone morphogenic protein. The patient tolerated the procedure well and there were no complications. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.